Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was received on 30-aug-2019 with no information. Pump interrogation upon receipt indicated that the pump was programmed to deliver baclofen (1000 mcg/ml at 119.9 mcg/day) and the pump had reached the elective replacement indicator (eri) on 20-jun-2019 with a schedule to replace the pump by date of (B)(6) 2019. The indication for pump use was intractable spasticity. Additional information was received on 06-dec-2019 from the patient who reported that his pump malfunctioned shortly before it was replaced on (B)(6) 2019. He stated that he tried to get in contact with another doctor on a thursday and had to wait all weekend and by sunday he had ¿bingin¿ in my head and going nuts¿. He was told in the operating room that it was a ¿catastrophic failure¿. The patient then stated that he didn¿t want to talk about his prior pump anymore. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.